Event description:
A malfunction in the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears, which the caller understood and acknowledged.